Event description:
Device 1 of 2. Ref MFR. Report #: 1627487-2014-05214. It was reported the pt was experiencing rib pain due to one of their leads migrating. As a result, the migrated lead was explanted and replaced (with a different model). Effective therapy was restored post-op. Both leads are being reported because it is unk which lead was replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.